Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. The patient had a chronic driveline infection with pseudomonas. The patient was on outpatient intravenous antibiotics with zerbaxa (ceftolozane/tazobactam) and had pain/tenderness along the driveline. The patient was elevated to unos status 3 by criteria. The cardiothoracic surgery department evaluated the patient with no plans for surgical intervention. The plan was to keep the patient at status 3 while on intravenous antibiotics.

Manufacturer narrative:
Related MFR# 2916596-2023-08676: driveline infection onset. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.